Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using a fortrex balloon, there were difficulties inflating the balloon, due to a balloon leak. Additionally, there were issues with poor guidewire movement, difficulties loading or exchanging the guidewire, and resistance encountered when advancing the device. The procedure involved the right radial artery, specifically targeting a proximal fibrous lesion with 90% stenosis, moderate tortuosity, and little calcification. The artery diameter was 2.1 millimeters, and the lesion length was 5 millimeters. The balloon was inflated using an inflation device at a pressure of 12 atm, and the device passed through a previously-deployed stent. The procedure was completed by replacing the percutaneous transluminal angioplasty balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
One photo was received from the account. The image appears to show a coiled catheter in a plastic bag. The balloon is not visible in the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.